Event description:
On (B) (6) 2010, patient reported, his blood glucose has been fluctuating as he becomes used to being on the infusion device and the fast acting insulin. Patient stated, his blood glucose has been in the 500's mg/dl and 43 mg/dl. Patient reported on (B) (6) 2010, his blood glucose ranged from 43-378 mg/dl. Patient stated, he treated the elevated blood glucose readings by bolusing according to his chart, and he treated his low blood glucose with a (B) (6) and some food. Patient could not recall if he ate lunch or dinner. Patient reported, his blood glucose on (B) (6) 2010, was 107 mg/dl and remained between 60-90 mg/dl throughout the rest of the day. Patient stated, his blood glucose tonight was 364 mg/dl and he was trying to bolus 5.5 units of insulin when an e4 (occlusion) error occurred. Patient reported, he received no error prior to tonight when his blood glucose was fluctuating. Patient stated, he is reporting his readings daily to his trainer so they can adjust his basal rates and bolus. Patient reported, he saw some condensation in the insulin cartridge chamber, the (B) (6), but did not think it was insulin, it was more like condensation. Patient stated, he dried it out and has not had any more moisture concerns since that time. Patient reported, the infusion device was dropped twice out of his pocket onto the carpet, but has no visible cracks or damage. Patient stated, he is going through an adjustment period as he becomes familiar with the infusion device and is staying in contact with his trainer. No product return was requested.